Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners, and a severely scratched display window.

Event description:
The customer reported via telephone call that the screen was scratched and could not be read. The blood glucose reading was 163 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.